Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with diabetic ketoacidosis. The blood glucose reading was 522 mg/dl at the time of the incident and had been brought down to 331 mg/dl at the time of the report. The customer was treated with an insulin drip and IV fluids and had been treating with manual injections since leaving the hospital. The customer reported that the drive support cap appeared normal and recessed. The customer declined further troubleshooting and was sent a tubing clamp in order to perform a high pressure test. The customer was advised to stay on injections and call back with the clamp available to perform the test.